Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric septation, while performing the entero entero anastomosis, the two reloads did not fire. A second stapler with a new reload was used to complete the case. There was no patient injury.